Manufacturer narrative:
The device was returned and it was found that there was a 5 and 4 error code and no audible alarm caused by a defective pcb.

Event description:
Tbm states the provider alleges lights 4 and 5 then shuts down. Unit is a rental, hours unknown. The caller has no further information to provide.